Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultralink meter would not power on. The medical surveillance specialist (mss) spoke to the patient on june 24, 2009 and was able to obtain/verify information. The patient tests his blood glucose 4 times a day. He tests before meals and at bedtime. He manages his diabetes with an insulin pump and novolog insulin. The patient indicated that the alleged meter issue started five days prior to original date, at around 10:00 pm. He explained that he was about to test his blood glucose and then dropped the meter. After dropping the device, he tried testing but the meter powered off before he could complete a test. Thirty minutes later, the patient claimed that he developed symptoms of shakiness, blurred vision, nausea, and feeling like he was going to pass out. The patient mentioned that he would have eaten something or had a drink of orange juice if he were able to test at 10:00 pm that night and gotten a relatively low reading. In other words, the patient felt as though he could have prevented the low blood glucose episode. After the symptoms developed, he administered self-treatment by drinking orange juice. The patient did not feel better until the next morning when he woke up. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
The lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.